Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No unexpected prime/fill or other motor, rewind grinding loud or noise and anomalies were noted during testing. Motor was tested outside the device, and it passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was making a loud noise when rewinding. Customer stated they tried to troubleshoot however she insist on having the pump replace because of the loud noise from the motor of the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.